Event description:
Related manufacture reference number: 2017865-2022-16702. It was reported that the patient presented during implant procedure. During the implant, it was noted that the initial atrial lead was not able to be fixated potentially due to patient anatomy. The initial lead was not implanted and an alternative atrial lead was successfully fixated. After fixation, it was noted that the second atrial was found dislodged and exhibited failure to capture. The second atrial lead was not installed and the procedure was completed using another lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed. As received a complete lead was returned in one-piece. Failure event unrelated to the reported events observed during analysis. Final analysis found the inner coil over-torqued consistent with procedural damage. No other anomalies were identified.